Manufacturer narrative:
The pump was not returned to mmdg and so an evaluation was not able to be completed. Because the pump has not been returned, mmdg has not been able to confirm the alleged complaint.

Event description:
The initial reporter stated that the pump "alarms no longer sounds". The initial reporter also stated that this did not result in any missed feedings or medical interventions. Mmdg made multiple attempts to gather more information about the event, however, was only able to learn that the alarm that did not occur was the "dose done" alarm . (B)(4).